Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va08f3e, implanted: (B)(6) 2013, product type: lead; product ID 3093-28, lot# va08f3e, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient felt stimulation and shocking down their leg. The issue caused sleep deprivation. The patient also had a return of interstitial cystitis symptoms. X-rays showed that the patient¿s leads were in a ¿weird location.¿ the patient also experienced finger and toe twitching. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.